Event description:
It was reported by the caller that the nurse practitioner noted that the patient had hemolysis following the procedure. The hemolysis was noticed either (B)(6) 2025. The caller reported that she became aware of the injury on 10/8/25. The issue was noticed in a urine sample when blood was noticed in the urine. Following that, lab work was done on the patient. Unknown what type of lab work was performed. About 3 liters of fluid was given to the patient as medical intervention, and the patient was monitored. The caller reported that the nurse practitioner and physician reported that the patient was doing better and had resolved following the intervention. The last known patient status was stable. The soundstar catheter, bidirectional cs catheter, & octaray catheter were the bwi devices used during the case. The carto 3 system was used for mapping. The boston scientific farapulse system and farawave catheter were used for ablation. The petal xml was used. Around 80 pfa lesions were performed during the case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).